Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. There was fluid in the boot. Inspection of the device revealed that there were numerous kinks through the shaft of the device. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline supply¿ error was displayed on the. The shaft was cut to inspect the hypotube for damage and it was revealed that the hypotube was fractured/broken 65cm from the strain relief at a severe kink. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 14mar2018. It was reported that during the procedure, an error message occurred and saline was noticed inside of the pump. An angiojet® solent¿ omni catheter was selected for use during a procedure in the patient's iliac vein. The catheter worked for 13 seconds in power pulse mode, but then the system alerted "please check the saline pipeline." The physician reset the system several times, however, the catheter still could not work. The system alerted "perseverative error, please replace the device." There was a lot of saline noticed inside of the pump. The catheter was replaced with another of the same device to complete the procedure. The patient was stable without any complications. However, device analysis revealed the hypotube was fractured/broken 65cm from the strain relief at a severe kink.